Manufacturer narrative:
(Device not returned).

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that communications had been lost between the cardioplegia monitor and the pump. User had to turn off and back on to clear the problem. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.